Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported issues with the insulin pump. Customer states that she was bleeding while inserting sensor. Customer also states that one of them was bent and she also got a calibration error. The blood glucose reading is 154 mg/dl. Nothing further reported.